Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The biomedical technician reported that a software update resolved the issue. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported a fresenius 2008t machine that unexpectedly turned on the ultrafiltration (uf) pump after the online clearance (olc) test during a patient treatment. It was confirmed that the uf pump issue was immediately caught by a staff member, who then turned off the uf pump. The patient remained on the machine to complete treatment. Upon follow up, it was confirmed that the patient completed treatment with no symptoms, injury, adverse events, or medical intervention. The biomed confirmed that no parts were changed out on the machine, and confirmed that a software updated resolved the issue. Additional information was requested, but was not available. If additional information becomes available, a supplemental report will be submitted.